Event description:
Device was trasferred from another clinic. Machine was cleaned throughly of bicarb buildup. Machine technician performed calibrations. 2/7/92, machine was cleaned & disenfected and patient was dialyzed 2/8/92. After treatment machine was removed from treatment area due to a noise being made by machine during rinse cycle. The noise was - bicarb part loose. Bicarbonate & dialysate were poured out after treatment. Patient had completed treatment and went from home to the emergency roomdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, failure to cycle. Conclusion: device failure occurred and was related to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.